Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting an increased trend in pacing impedance and capture threshold. The lead was capped and replaced on (B)(6) 2020 due to conductor fracture. The patient was in stable condition.